Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support used a remote electronic connection method to assess the test well images in question on 10jun2018, which appeared as visually weak positive. The camera report was acceptable. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project 13-005. The immucor technical communication cc-17-037-01 is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On (B)(6) 2018, a (B)(6) customer reported obtaining an unexpectedly negative antibody screen when tested on a galileo echo, when tested on (B)(6) 2018.